Event description:
Biased tsh results between two samples drawn from the same pt. The results were repeatable across different eci instruments. Both results were reported, and the difference questioned by the physician. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.